Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0ccca, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Product ID 3037, (B)(4), product type programmer, patient product ID 3 889-28, lot# va0ccca, implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
Additional information received noted that regarding the patient's symptoms and how the infection was confirmed, it was noted: pus was coming out of pocket and fever which was not resolved by antibiotics. Intervention involved removal of lead and neurostimulator. The patient was doing fine post removal.

Event description:
It was reported that the patient experienced a pocket infection. Patient symptoms included: drainage/incisional wound opening, fever and unknown type of infection. It was unknown if a culture was taken. Antibiotics were given. Date of onset/diagnosis of infection was 2014 (B)(6). Pain, redness, and swelling were noted. Location of issue was device pocket and lead location. All devices were explanted and sent to pathology. Additional information received noted that the patient had her neurostimulator and lead explanted 2014 (B)(6). The patient had a drain placed in the pocket and was discharged with antibiotics. She was no longer receiving therapy from interstim.